Event description:
It was reported that approx seven months post-op, the lens was removed and replaced with another lens of a different diopter to address lens dislocation. According to the initial reporter, the lens became dislocated due to pt related factor (anterior capsular fibrosis). The pt's bcva was reported as 20/25 both pre and post lens exchange. The pt's current prognosis is good.

Manufacturer narrative:
The lens has been requested, but has not been returned to bausch + lomb for eval. The device history records (DHR) were reviewed and there were no discrepancies or unusual finding that relate to the reported event. The exact cause of the reported event could not be conclusively determined. However, according to the surgeon the lens dislocation was most likely caused by pt related factor (anterior capsular fibrosis).